Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the target lesion had mild tortuosity, no calcification, and a 75% stenosis. The pilot 50 guide wire was delivered toward the sinus branch as a protection. The main guide wire was advanced through the lesion. Then, a perforation was confirmed at the sinus branch. (It is not clear when the perforation occurred) the perforation was treated and the procedure was completed. (It is not clear how the perforation was treated) no additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering has reviewed the case description. A perforation is not generally associated with a guide wire qual issue and is typically related to circumstances in the procedure such as anatomy, morphology and physician technique. Per instructions for use, "examine the tip movement under fluoroscopy before manipulating, moving or torquing the guide wire... Do not push, auger, withdraw or torque a product that meets resistance." In this instance a definite root cause cannot be determined.